Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that on (B)(6) 2012, she had suffered a hypoglycemic episode. Patient called the paramedics and was transported to the hospital. Patient was not admitted and returned home the same day. At the time of her call to dexcom technical support, patient was feeling better.